Event description:
It was reported that 77 bd plastipak¿ luer-lok¿ syringes experienced damaged stopper. The following information was provided by the initial reporter: defective plunger seal.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-mar-2023. H6: investigation summary: six 3ml syringe samples and nine photos received by our quality team for investigation. Upon visual evaluation of the photos, syringes are displayed, no defects or issues can be observed. Physical samples were evaluated, damaged barrel, poorly assembled stopper are observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Further analysis was performed, verification of luer dimensions were performed for damaged luer, they are outside the specification limits. Poorly assembled stopper is associated with obstruction at the base of the needle hub, which generates resistance when the plunger is pulled back.

Event description:
It was reported that 77 bd plastipak¿ luer-lok¿ syringes experienced damaged stopper. The following information was provided by the initial reporter: defective plunger seal.